Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2013, the humapen ergo teal/clear pen body with a clear cartridge holder was returned to the company. This humapen ergo, teal/clear pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot 0607a02. The returned device was found to have two broken clear cartridge holder (cch) engagement tabs. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4) 2013. The humapen ergo teal/clear pen body with clear cartridge holder attached was not continued.

Manufacturer narrative:
Evaluation summary: a patient reported that the engagement tabs of their humapen ergo device were broken. Investigation of the returned device (batch 0607a02, manufactured july 2006) found the cartridge holder engagement tabs were present and intact. The reportable malfunction of a cartridge holder two tab breakage was not confirmed. No malfunction was identified. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2013, the humapen ergo teal/clear pen body with a clear cartridge holder was returned to the company. This humapen ergo, teal/clear pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot 0607a02, manufacture date july 2006. Product met performance specification. No malfunction identified. There was no evidence of improper use or storage. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on 30apr2013. The humapen ergo teal/clear pen body with clear cartridge holder attached was not continued. Update 20jun2013. Information received 19jun2013 from the global product complaint database did not contain any new information. Update 24jun2013. Additional information received 21jun2013 from the global product complaint database. Added the device specific safety summary, manufacture date, changed malfunction to no, on the device page updated the EU/ca fields, medwatch fields, and updated the narrative.